Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) loop leaked every two hours, and then the spare equipment was immediately replaced. There was no impact on patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d8; d9; g3; g6; h2; h3; h6 component code, type of investigation, investigation findings; investigation conclusion; h11. Corrected fields: e1 event site telephone; g2; h6 health effect ¿ impact codes. Due to character limit in block e1 full event site name is (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the inspection log prompted k10 leaks. The fse replaced the pneumatic module assembly (0997-00-1178). The equipment self-tests passed. All functions were normal. The iabp was delivered to the customer for use. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 26 nov 2024. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of a leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part passed all tests. No failures confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(6).